Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the common femoral artery was achieved using a perclose proglide device. Reportedly, the access site was reprepped and the operator regloved prior to the start of arteriotomy closure. A week after the procedure the patient presented to the physician's office with groin pain at the access site. Emergent surgery revealed an infection and pseudoaneurysm at the access site which was surgically repaired. The access site was reportedly in a good location and the vessel was reportedly large. Hospitalized extended for two days and the patient was discharged to home. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.